Manufacturer narrative:
Eval summary: the analysis results for the b12srt instrument found that it was retuned with one of the latches of the universal seal assembly broken off, the crown of the universal seal was cracked, the sleeve assembly was noted to be cracked at the sleeve cap assembly area and the duckbill was found to be misassembled. No conclusion could be reached as to what may have cause the damage to the universal seal and sleeve assembly. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an ovarian resection, gas leaked from the device. Another device was used to complete the case. There were no adverse consequences to the pt. Device will be returned.